Event description:
Account reported that there were two incidents of the septum separating from the y-site when using a power injector for administration of cardiolite and adenosine. The event date of first incident is unknown ("approx 2-3 weeks before the second incident"). The second incident occurred in 2003. Per reporter, both incidents resulted in radioactive spills. Reporter stated that when the first incident happened they were able to quickly clean up the spill, however, the second time "the department had to be shut down" to clean up the spill and "everyone was exposed." Per reporter, the power injector was connected to the female end of product code 2n3378. Reporter stated that "graysbee 7400" power injector was used in both incidents. Per reporter, power injector operates at "1400mcg/kg/min depending on the dose" and "no more than 30 ml over 6 min" can be injected. Reporter stated that there was no injury to anyone or medical intervention required.